Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found universal cord had buckling. Due to a pinhole on universal cord, water tightness was lost. Adhesive on bending section cover had a chip. Image guide protector had a cut. Angulation lever had a crack. Universal cord had a dent. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Video connector case had a scratch. Video connector had a scratch. Light guide connector had a scratch. Light guide-cover glass had a scratch. Video cable had a dent. Video cable had a scratch. Right/left plate had a scratch. Switch cover had a scratch. Control unit had a scratch. Grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that the rhino-laryngo videoscope had buckling of the light guide corrugated tube protector. Upon inspection and testing of the returned device, it was observed that the light guide lens was missing. There was no patient involvement and no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed detached/missing illumination lens could not be determined. Olympus will continue to monitor field performance for this device.